Event description:
Device 2 of 3. Reference MFR reports: 1627487-2011-04376 and 04378. The pt received her scs system on (B)(6) 2011. It was reported that the pt had an infection at the ipg pocket site, and the physician surgically opened the site and washed it out. At that time, it was reported the physician thought the pt might have been picking at the site. Later, the physician noted the infection had spread, so on (B)(6) 2011 the scs system was removed. Follow up revealed the pt had been placed on six weeks of IV antibiotics, and it was reported the pt was well.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.